Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that invalid data was observed on the device print outs. It was also reported that the patient had radiation therapy one month before the invalid data was observed. The device remains use. No patient complications have been reported as a result of this event.